Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a hyperglycemia event while the agent assisted with connecting a dexcom g7 sensor to the ilet system, with the highest cgm value of 271 mg/dl and a confirmatory glucometer reading of 269 mg/dl; the infusion set was teflon in the abdomen and no device component malfunction was identified. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.